Event description:
On (B)(6) 2012, cannulated hind foot arthrodesis nail surgery was performed. On an unknown date, an x-ray revealed that the spiral blade had backed out. Therefore, on (B)(6) 2013, the patient underwent revision surgery and a longer spiral blade with an end cap was implanted. This is 1 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 65mm ti spiral blades was processed through the normal manufacturing and inspection operations. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications.